Event description:
Boston scientific received information that during a routine follow-up, this left ventricular (lv) lead impedence was noted to have increased from 1.8v at 0.5ms to 5.5v at 2.0ms. X-ray confirmed the lv lead was dislodged, but still in the targeted vessel. This lv lead was reporgrammed and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.